Event description:
Pt reported that the lancet, inserted in the multiclix lancet device, protrudes beyond the device end-cap. Pt stated that he experienced an unintentional puncture as a result; however, no treatment was required. Technical support requested the return of the suspect product and replacement product was shipped.